Event description:
It was reported that a patient had internal bleeding and was taken back into the operating room, where the bleeding was resolved. This report was sent a few days after the patient had a full revision surgery. It had previously been mentioned that there were complications during the surgery. Follow-up for the mentioned complications with the nurse at the hospital had explained that the charts did not show any surgical complications. The complications were believed to be referring to the leads accidentally being cut by the surgeon during surgery. A backup lead was implanted and impedance was within normal limits. Follow up with the company representative at the surgery indicated that there were no complications during the surgery. He stated there was no mention of any internal bleeding and the patient had gone home after the surgery. The implant card received for the full revision surgery did not note any issues and the replacement vns system was shown to be functioning within normal limits. Follow up with the neurologist's office indicated that the patient was seen a few days after the surgery for follow-up. The patient had denied having any seizures or issues and it was confirmed that there was no report or indication of an internal bleeding event or surgical complications from the office visit notes. The office did not have any surgical operation notes. No further relevant information has been received to date.

Event description:
Follow-up with the surgeon confirmed that the patient had a post-operative hematoma after the vns surgery. It was noted that the hematoma was not related to the device itself.